Event description:
The device was used during a cholecystectomy procedure. Reportedly, the clips did not advance. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Corrected data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. Since our supplemental report 31 was submitted the product was returned for evaluation.